Event description:
The cancer centers for north carolina reports an issue where 14 pts received an apparent under-dose due to a calibration error of the clinac jaws by a varian service rep. In addition, the site therapist did not follow qa procedures the morning of the event, which would have identified the incorrect calibration prior to commencing treatment. The deviation in treatment was 1 cm smaller than the patients original prescribed treatment plan. The physician states that total variance for the pts was ".2% or so, less than the effect of a portal image shot". He did not consider the event to be of any concern on behalf of the patients overall plan, and he planned no action or changes to their treatment.

Manufacturer narrative:
The varian service rep returned to the site to peform and verify correct calibration on the clinac jaws. He was able to determine the source of the original error (incorrect distance to isocenter was used). The varian service rep has been trained on the correct calibration procedure, and has acknowledged an error on his part. No further actions are planned. At the time varian received this complaint, varian analyzed it and concluded that there had been no serious injury, and that there was no malfunction to recur. We applied the definition of a serious injury, and we also considered the radiation therapy medical community's understanding of serious injury for radiation overdose or underdose amongst radiation therapy professionals. For that reason, we would not have submitted an MDR previously. However, varian is reporting this incident as an MDR based upon specific direction from our FDA investigator as to the FDA's interpretation of "serious injury" in the context of radiation therapy.